Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the error "b30" occurred with multiple olympus, model series 190 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, regarding the reportable malfunction of an error code message, b30 was not reproduced. The root cause could not be determined from the facts obtained. However, it was confirmed that the inside of the scope socket is corroded, but there is no description of the association with the b30 error. Olympus will continue to monitor field performance for this device.